Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor raabe guiding sheath was used in an unspecified procedure. It was reported that it was very difficult to remove the dilator out of the flexor sheath, and while pulling with more force than usual the white hub of the dilator broke off. Both pieces will be returned. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. Only the dilator of the flexor raabe guiding sheath was returned. The dilator hub was returned separated from the dilator shaft. No shaft material was retained in the separated hub. Biohazard material was noted inside the dilator. There were no nonconformities noted on the surface of the dilator. A document-based investigation was performed. There is no evidence to suggest that product was not manufactured to current specifications. A review of the device history record showed one non-conforming event; however, all non-conforming product was scrapped prior to completion of the final lot. In addition, it should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.